Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - initial examination of the returned device noted the presence of solidified contrast media inside the inflation lumen. Examination of the stent noted some damage with the struts on the most distal row bent outwards. The 6 most distal rows are slightly stretched distally. A visual and tactile examination of the shaft of the device noted a kink just distal to the mid shaft bond with several other kinks noted along the length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty, the device was unable to cross the lesion. Vascular access was gained via the femoral artery. The 2.75x32mm, 80% stenosed, eccentric and progressive target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x32mm emerge balloon. The 2.75x32mm promus element stent was advanced however was unable to cross the lesion with multiple attempts. The promus element device was removed and the lesion was dilated again with the same emerge balloon. The procedure was completed with another 2.75x32mm promus element stent. No patient complications were reported and the patient status is stable. However returned device analysis revealed stent damage.